Event description:
It has been reported to philips that the fluoroscopy image was magnified. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer communicating with the customer reported that the system fluoro image magnified cine normal. Review of the system log file showed that there was no network connection for the ippc-real time link application. The philips engineer suggested a cold reboot. Since the customer resolved the issue, the quotation has been cancelled and no service has been provided from philips. The customer called back and stated they were doing something wrong. To date, no further information has been received. These codes were updated based on investigation outcome. The health impact grid was corrected.